Event description:
It was reported that prior to starting a da vinci single site procedure, the curved cannula's tube detached from the head piece.

Manufacturer narrative:
The cannula has been returned for evaluation, however; failure analysis investigation of the returned affected part is not complete. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted after the evaluation has been completed or if additional information is received.